Event description:
Literature article reports three cases of phaco burns during torsional phacoemulsifications, which were, in the rptr's opinion, caused by the ophthalmic viscosurgical device occlusion. In all three cases, the phaco burns occurred at the beginning of sculpting. The corneal wounds were sutured, intentionally leaving the adhesions of the iris to the corneal wounds. Separation of the cornea and iris were done later, and a central round pupil was achieved in cases two and three. In case 1, the pupil remained pear-shaped six months following the initial surgery. Astigmatism improved with time in all three cases. This is the first of three medical device reports being filed for this literature report and represents case 1.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Literature citation: yuan-chieh lee: thermal burns caused by ophthalmic viscosurgical device occlusion in torsional phacoemulsification: tzu chi medical journal. December 2010, volume 22, number 4. (B)(4) (device operational issue). (B)(4).